Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south africa. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the handle of the dermatome was broken. The power button / lever was missing or detached from the handpiece. There was no patient involvement with no harm or delay. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the switch on the handpiece was damaged and the button was missing; however, the repair was not completed because the repair quote has not yet been accepted. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.